Event description:
Initial info was received from an office staff member (who is also the pt's sister) via a company sales rep on (B)(6) 2011 with additional info received from the office staff member on (B)(6) 2011: a (B)(6) male received treatment with poly-l-lactic acid (sculptra aesthetic) (lot#s and exp dates not provided) for cosmetic purposes. He received the sculptra injections, which were reconstituted with lidocaine, in his face including his cheeks and below (not above his eyes). He has received a total of 3 sets of injections that were 6 weeks apart. He didn't have any issues with his first 2 treatments of sculptra. His last treatment was on (B)(6) 2011. The pt reported that he could feel everything even though it was mixed with lidocaine. The evening, on (B)(6) 2011, his whole face swelled up and each day it got worse. The reporter stated that he was "exceptionally swollen" and in a lot of pain. She states that the side of his mouth was going down, "almost like he had a stroke." It was discovered that the pt had an infected tooth and the swelling of his face was due to the infected tooth. His physician believes it wasn't a reaction to the sculptra injections, but that it aggravated his infected tooth. He was prescribed prednisone and the pt also took an antibiotic (not otherwise specified) that he already had at home and about 48 hours later, the swelling, pain and facial drooping resolved. He went to the dentist and he has to have the infected tooth extracted. The pt does not have any medical history. No further relevant medical info was reported. Pharmacovigilance comment: sanofi-aventis company comments dated (B)(6) 2011: this case lacks significant info (e. G. Details of tooth infection including onset date, complete medical history, etc) to make a complete medical assessment. It is noteworthy that according to his physician, sculptra did not cause the reaction and that a pre-existing tooth infection was aggravated.